Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, oversensing due to noise was noted on the right atrial lead. No intervention has been taken at this time and the patient was stable with no adverse consequences reported.

Event description:
Additional information was received indicating that there were additional episodes of noise and oversensing that resulted in automatic mode switching. No intervention has been performed and the patient was stable and will continue to be monitored.